Event description:
It was reported to the clinical engineering department by a physician, that the epg (external pulse generator) is dim, and the knobs are hard to turn. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report. It was noted that the upper case was contaminated and the screw boss was raised, the lower case and both bail covers were broken, the heart block, lead flex cover and heart lead flex was contaminated, the battery release o-ring was missing, the battery contacts were compressed, the keyboard window was scratched, the display was missing pixels and the battery flex was corroded.